Event description:
Customer reported a no delivery alarm on his insulin pump. Customer's blood glucose is 455 mg/dl. He has manual injections. Customer stated his insulin is expired. Customer uses proper site and insertion methods. Customer stated he has exhausted all remedies. Customer was advised to monitor the device and directed to the website for additional resources. Nothing further reported regarding the malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.